Manufacturer narrative:
Device evaluation: the baerveldt shunt was not returned at the manufacturing site; therefore product testing could not be performed.. Manufacturing records review: the manufacturing records could not be reviewed since the serial number is unknown/not provided. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: exact implant date not provided. Reported as (B)(6) 2013. If explanted; give date: na (not applicable) there is no information indicating the shunt has been explanted. Contact name not provided. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported via the 27th meeting of the (B)(6) society, that a (B)(6) female patient who had glaucoma secondary to proliferative diabetic retinopathy, had an implant of a baerveldt shunt, (B)(6) 2013, (date/serial# unknown) on her right eye. Patient has history of vitrectomy and several filtering surgeries. Two (2) years after surgery, hoffmann elbow was exposed and a corneo-scleral patch was applied. Nine months later, prolonged anterior chamber inflammation was observed. This did not respond to steroids or antibiotics. The accumulated white fluid was observed at the back of the patch so it was aspirated by 30g needle and cultured but no bacteria was detected. From the needle inserted part, aqueous leakage was observed and patient experienced hypotony so the patch was replaced with the new one. At the exchange surgery, there was no pus which seems to be related to the infection. The doctor confirmed the insertion part of the hoffman elbow was enlarged. The doctor thinks this inflammation was caused by the ocular move. This move is restricted by the patch, so the insertion part of the elbow was enlarged. The movement affects choroid mechanically causing this inflammation. No further information is provided or available.